Manufacturer narrative:
The engineer found the left coil cable had an open orange wire. He replaced the left coiled cable to repair the bed.

Event description:
The account's engineer alleged the nurse call function is not working. He has replaced the communication cable, the sidecom board and the power supply board but the problem remains. He stated, the bed will call the nurse when he unplugs the dummy plug.